Event description:
It was reported that a patient had received multiple shocks from their implantable cardioverter defibrillator (ICD). Shocks were appropriate, however some shocks were unsuccessful in terminating the arrhythmia. The arrhythmias were eventually terminated by the device after multiple shock attempts. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 5076-52, implantable pacing lead; implant: (B)(6) 2004. (B)(4).